Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: when the surgeon was inserting the trocar the white tip broke off and was lodged in the wound. There was no report of the operating time and incision being extended as a result. No pt injury was reported.